Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Two 18-2/5.8/75 xxl esophageal balloon catheters and three 18-4/5.8/75 xxl esophageal balloon catheters were used for dilatation. However, during inflation at 3-5 atmospheres, these devices ruptured consecutively upon using. They used two or more balloons to expand the stent successfully and the procedure was completed. No patient complications were reported and the patient's status was fine.